Manufacturer narrative:
This report is associated with (B)(4), new poligrip sh. New poligrip sh is marketed as super poligrip in the us. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Cardiac disorder [heart disorder]. Dyspnoea [dyspnoea]. Laryngeal discomfort [laryngeal discomfort]. Crying [crying]. Case description: this case was reported by a consumer via call center representative and described the occurrence of dyspnoea in a (B)(6) female patient who received denture adhesive powder-double salt (new poligrip sh) cream for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sh. In 2015, unknown after starting new poligrip sh, the patient experienced crying. On an unknown date, the patient experienced dyspnoea, heart disorder (serious criteria hospitalization), laryngeal discomfort and device difficult to remove. On an unknown date, the outcome of the dyspnoea, heart disorder, laryngeal discomfort and crying were recovered/resolved and the outcome of the device difficult to remove was unknown. It was unknown if the reporter considered the dyspnoea, heart disorder, laryngeal discomfort and crying to be related to new poligrip sh. [Clinical course] the patient was using new poligrip sh for three years. New poligrip sh that remained in the mouth and on the denture entered the patient's throat, making her uncomfortable and breathing difficult in the night. Around two years before the time of this report, she started having whimpering. She underwent cardiac surgery around that time, and the whimpering was probably an influence of it. Follow-up information received from the consumer on (B)(6) 2017. [Clinical course] the patient sometimes had a difficulty in breathing when she went up stairs. Heart disorder was not due to the patient's primary disease. Since the patient had dyspnoea when she was walking up slopes, she consulted with a hospital, resulting in hospitalization and emergency surgery. As of (B)(6) 2017, the patient was no longer having dyspnoea in the night. [Summary of investigation] substantiated: no. Product family: poligrip. Pq executive: summary: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a "batch envelope".prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.